Event description:
It has been reported that the bd vacutainer® barricor¿ lh plasma blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: it was reported under filling occurred. Email verbiage, we have some difficulties with a lot of barricor tubes in terms of the quality of its vacuum . The lot is 8281869 exp: 2020-02-29 presents problems of filling quite frequent according to our coordinator of the sampling center. We move to the new lot 9007861 exp. 2020-05-31 right now. The latter seems less problematic.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® barricor¿ lh plasma blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: it was reported under filling occurred. Email verbiage, - we have some difficulties with a lot of barricor tubes in terms of the quality of its vacuum. The lot is 8281869, exp: 2020-02-29 presents problems of filling quite frequent according to our coordinator of the sampling center. We move to the new lot 9007861, exp. 2020-05-31 right now. The latter seems less problematic.